Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 348 mg/dl and has gone up to 453 mg/dl. Customer stated that customer had unexpected high blood glucose for the last few days, she has tried changing her set multiple times and the issue continued. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump and with manual shot. Customer stated the drive support cap appeared normal. Customer does not want to continue troubleshooting at this time. The insulin pump will not be returned for analysis. Frn-mmt-326-rsvr, unomed set.